Event description:
Procedure type: urological. According to the reporter: the patient's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal vault prolapse, stress urinary incontinence, dyspareunia and vaginal mesh exposure requiring excision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reason/ indication for mesh implantation: uterine prolapse, cystocele and rectocele procedure (s) performed: arthroscopic-assisted vaginal hysterectomy, bilateral salpingooophorectomy, laparoscopic vaginal vault suspension, anterior and posterior colporrhaphy with vaginal repair and cystoscopy concomitant implants: postoperative complications: (B)(6) 2007: (illegible notes) underwent anterior posterior repair with avaulta, transobturator taping (uretex), cystoscopy, and sacral spinal ligament with posterior wall taping for cystocele and enterocele under general anesthesia.